Manufacturer narrative:
Date submitted: 09sep2021.

Event description:
The customer reported the unit will not turn on, there is no power. The patient involvement information is unknown but has been requested. There was no report of patient or user harm. The field service engineer (fse) found that the unit reboots on its own. The printed circuit board assembly (pcba) user interface was malfunctioning. The fse will order the pcba to fix the issue. The fse also found the front bezel is not taking calibration and needs to be replaced.

Manufacturer narrative:
The customer replaced the (ui) user interface printed circuit board assembly (pcba) to resolve the reported issue. The front bezel was also replaced to fix the front bezel not taking calibration.

Manufacturer narrative:
The user interface board was returned for analysis. No anomalies were noted during the visual inspection of the part. The customer complaint was verified after testing. Root cause is contamination of the pc board in the area of fb21.